Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a white screen and a pump error alarm before and after a battery change. Customer's blood glucose was 136mg/dl at the time of incident. Troubleshooting found that the pump was worn in the pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected solid white display or beeping during testing. However, found moisture damage on the electronics, motor, battery tube, keypad flex tail and vibrator during visual inspection. No moisture damage found on the keypad traces or dome switches during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.